Event description:
It was reported that the t2 of the ultra fast-fix deployed during withdrawal of the needle and did not implant. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
B5 and h6 (medical device problem code) were updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 is partially off the end of the needle. The actuator has been fully deployed which pushed the t2 forward to sit directly behind the t1. The variable depth straw was not returned. A functional evaluation was performed on the returned device and found a functional evaluation using a simulation meniscus, showed the t1 deployed and implanted. The t2 deployed during withdrawal of the needle and did not implant. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the t2 of the ultra fast-fix deployed during withdrawal of the needle after t1 was inserted and before t2 was tried to be deployed; therefore, it did not implant. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.